Event description:
It was reported by the user site that prior to a patient exam on (B)(6), 2025, a technician observed that the 3d dimensions mammography system was very hot to touch and that the unit's fan was emitting a burnt smell. No reported patient or user impact or injury. A hologic field service engineer (fse) was dispatched to assess the device. The fse investigated the burnt smell that was emitting from the gantry of the device. The fse confirmed that there were burnt resistors on the drive board that regulates the c-arm rotation. The fse was able to replace the drive board. No further information is currently available.